Manufacturer narrative:
Additional information was received on 12/2/2020, patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 23, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on march 30, 2021. Device evaluation summary: according to the information reported the patient developed capsular contracture and experienced a rupture on the smooth hpg, 650cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 650cc, had an area of delamination at the union between the patch and shell, causing gel leakage. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. On 4/1/2021, mentor became aware that patient also experienced right sided rupture post procedure was erroneously omitted in initial report. Please refer to corrective data section for correction. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4). H6. Medical device problem code and b1. Is product problem fields have been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient was replaced with a 650cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After further review of file on 12/9/2020, patient has a planned explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) updated h10 narrative.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient, who underwent primary breast augmentation surgery with a 650cc mentor memory gel breast implant experienced right sided capsular contracture baker grade unknown post procedure. As a result, patient has a planned explantation on (B)(6) 2020.

Manufacturer narrative:
On january 5, 2021, mentor became aware that patient's date of explantation has been cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and / or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 24, 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).